Event description:
During index procedure, one endeavor sprint drug eluting stent was placed in the lad. An angiographic complication of lateral branch occlusion occurred during the procedure. The event was not assessed for relatedness with device.

Manufacturer narrative:
(B)(4).